Event description:
Information was received in 2005 from a pt with a medical history of osteoarthritis, who experienced right knee swollen, couldn't stand or move, right knee effusion, right knee pain, swelling from right knee down leg and right knee numb continuing down leg. The pt began treatment with synvisc dec-2004. The pt received one injection of synvisc into the right knee in 2004. Later that same day, the pt had to go to the emergency room - her right knee was very swollen and she couldn't stand or move. Fluid was drained from the knee and the pt was given pain medication. Since that time, the pt had been taking voltaren as needed for pain. Within the past few weeks, the right knee began to swell and become numb, continuing down the leg. At the time of this report, the pt had not recovered. She planned to schedule an appointment with her physician "soon."